Manufacturer narrative:
(B)(4).

Event description:
Procedure type: ventral hernia repair. According to the reporter: the composite barrier peeled off the mesh during use. The surgeon had the mesh half way sewed in tissue but had to remove it. A competitive product was opened to complete the case. The case was delayed approx 20-30 minutes. No abnormal bleeding or tissue damage.